Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate & leakage. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, difficult/unable to operate, leakage), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for difficult/unable to operate & leakage. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that there are issues with the needles used with the insulin pen. Also, the insulin doesn't seem to get delivered and some of it pools on the skin. Verbatim: from phone call on 2020-10-08 14:00:19: this consumer called in regards to the email response she received. Stated she read some blogs online about some of the pen needles pooling at the skin during injections. Stated she also watched a (B)(4) video with a nurse completing an injection and after removing the needle there was some medication left on the abdomen. Consumer stated she is not sure if the nurse was using bd pen needles in this video. Consumer stated she currently uses the omnipod but might switch to the insulin pen and pen needles. Advised consumer to speak with her doctor or pharmacy to determine what needle length would be best for her and for product samples.